Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No further information has been obtained.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50, serial: (B)(6), batch: 7071718/7071668, UDI: ((B)(4), UDI: (B)(4). Product family: scs-lead fixation upn: m365sc43160, model: sc-4316, batch: 24510909, UDI: (B)(4).

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No further information has been obtained. Additional information was received that the reason for explant was patients preference.